Manufacturer narrative:
(B)(4). Date sent: 06/07/2016. (B)(4). The analysis results found that the mcs20 device was returned in good visual condition with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 17 clips as intended. There was a gap found in between the body and cover was measured to be approximately 0.032. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a diep flap procedure, the device was jamming, not feeding clips, would sometimes produce misformed clips, and was not closing properly. The device was either closing too tightly or too loosely. Sometimes the device felt rough while firing the first few times and then cleared up. Procedure was completed with additional device of the same product code. There were no patient consequences reported.